Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer and healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as intractable spasticity and cerebral palsy. The patient's pertinent medical history included spastic diplegic cerebral palsy, anxiety, and no known drug allergies. Other medication the patient was taking at the time of the event included miralax. It was reported the patient developed an infection. The infection was noted as a staph infection, (B)(6), and meningitis. The pump was removed as a result. Irrigation and debridement of the right lower quadrant pump pocket occurred along with a revision of the scar. A new pump was implanted in the lower left quadrant, filled and reprogrammed. Diagnostics performed included an abscess culture and gram stain of the pump pocket. The results included gram positive cocci, (B)(6), no anaerobes, and elevated esr (erythrocyte sedimentation rate), crp (c-reactive protein), and wbc (white blood cell). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp reported that the pump was being used to deliver gablofen 500.0 mcg/ml (dose 179.88 mcg/day), and therapy dates were from (B)(6) 2016. The cause of the infection included mrsa from picking/itching of the incision from the (B)(6) 2015 pump explant and replacement with the new pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.